Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device not helping their symptoms. They reported that they had problems with urine retention and infections and other stuff that had gotten worsen over the last couple of weeks and they usually needed to use their programmer when it started and that it had happened on and off since last spring. During troubleshooting, it showed that the patient used the antenna and the poor communication screen was not resolved. Patient was directed to their health care professional to have their device checked. No further complications were noted or anticipated.